Event description:
It was reported that pt was explanted of the ci concerned on (B)(6) 2013 due to headaches and lack of benefit. The pt was a non-user. To date no further info has been rec'd.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device analysis will be submitted as a f/u report.